Event description:
The customer reported that their end customer reported two instances in which the device was cracked and leaked. The samples were saved and will be returned to quest. Product code 4007200; lot number 26850.